Manufacturer narrative:
Correction to follow up report #2 ((B)(4).): the correct g 3. Date received by manufacturer is 27-aug-2024 and the correct report submission due date is 26-sep-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and after completion of the procedure, clot was found to be attached to the tip of the qdot micro catheter. The patient was anticoagulated using heparin 6000 units with activated clotting time (act) of 275. Both qmode/qmode+ settings were used with pre-ablation setting of 2sec and post-ablation setting of 4sec. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. Additional information was received on 09-jul-2024. It was indicated that the char was found on the tip electrode. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. Heparinized normal saline was used. The physician did not consider the char to be excessive and that the amount of char did not cause a potential risk to the patient. With the additional information received, this event has been re-assessed and is no longer considered MDR reportable as char is a physical phenomenon of radiofrequency (rf) energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, the h 6. Medical device problem code has been updated. In addition, the physician commented that the attachment shape of the char was unique. Follow up has been conducted to clarify what the significance of the unique shape of the char is, and if the shape caused an increased risk to the patient. Should more information become available in the future, the reportability decision will be reassessed. The concomitant product section has been updated based on the additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-aug-2024, additional clarifying information was received regarding what they had previously described as ¿unique shape of the char¿. The response was: ¿the thrombus was adherent in a doughnut shape at the edge (around the junction of the second electrode), not at the tip of the catheter. The physician believed that there was no patient risk in this case either, as there have been no abnormalities in the postoperative examination of previous thrombus cases and the prognosis has been favorable.¿ since the reporter had described the material found at the tip of the catheter as ¿thrombus¿, this event has been re-assessed and is now considered MDR reportable. Therefore, the h 6. Medical device problem code has been updated. Device investigation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no thrombus residues. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. Afterwards, an irrigation test was performed, and no occluded holes were observed. The thrombus/char issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).